Manufacturer narrative:
Concomitant products: a trufill (633-360x/17012390) , supersheath (medikit, 7fr/25cm), a torcon kmp (cook inc., 5fr type), and an enpower dcb / cable (lots unknown) were also used for this procedure. Information regarding patient's weight and concomitant medications was not provided. Complaint conclusion: a non-sterile rapidtransit dual marker 150cm was received coiled inside of a plastic bag. The hub was inspected and no damages were noted, but residues of dry blood were found on the hub. The microcatheter was inspected and residues of dry blood were found on the body of the microcatheter and a section was compressed. The device was inspected under microscope, and the visual analysis was confirmed (compressed section). The ID from the microcatheter was measured and was found within specification. The functional test was performed. The microcatheter was flushed using a lab sample syringe (nipro), and the water came out from the distal end of the device. A 0.018¿ guide wire cordis lab sample was introduced into the microcatheter from the distal end tip, and it was stuck at .5mm just at the compressed section. The same 0.018¿ guide wire was introduced into the microcatheter from then luer hub, and advanced smoothly until it was stuck at 151.4 cm. Additional force was applied, and the trufill coil came out from the end tip. The coil was inspected and it was observed stretched due to microcatheter compression. The coil could not be removed completely due to the microcatheter compression. The review of lot 17001387 found no issues that were considered potentially related to the reported complaint. The coil being stuck in the microcatheter was confirmed during functional analysis. The root cause of the complaint could not be conclusively determined; however, the condition of the coil was apparently caused by the microcatheter compression found during analysis. It cannot be determined if the compression occurred during the procedure or during post-procedural handling of the device. However, these defects could not be related to the manufacturing process, and procedural/ handling factors appear to have contributed to the damage found during analysis. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as that prevents these kinds of failures from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time. This is an initial/final MDR. This is 1 of 2 mdrs submitted for this complaint with associated manufacture report numbers of 1058196-2015-00046 and 1058196-2015-00047.

Event description:
During coil embolization of the patient¿s iia, it was reported that the trufill (633-360x/17012390) was stuck at 0.4cm from the distal tip of the transit 2 (601-251x/ 17001387) when the trufill was inserted by using the 2.5ml syringe by unspecified manufacturer. The coil became stuck after the lumen of the microcatheter was flushed. Prior to the event, a presidio 18 and a deltamaxx had been inserted without friction. The physician used a trupush, which he stated that we would not normally use to push out the coil, but could not retrieve the coil. The trufill and the transit were safely removed together from the patient, and another micorcatheter was inserted to continue the procedure. There was no visible damage to either of the products. The procedure was completed without further issues, however due to the event there was about 10 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the events. The microcatheter had not been reshaped. It was reported that the patient vessels were moderately tortuous and mildly calcified. No further information is available.